Manufacturer narrative:
The customer refused a service visit and stated recalibration resolved the issue. The investigation is ongoing. Unique identifier (UDI) # (B)(4).

Event description:
The initial reporter received questionable elecsys anti-tshr results for one patient tested on a cobas 6000 e 601 module. The customer confirmed qc was acceptable prior to patient testing. The patient's initial anti-tshr result was reported outside the laboratory. The patient's physician questioned the initial result due to the result not matching the patient's historical results. The customer performed repeat testing with the patient's sample on the same analyzer. On (B)(6) 2021, the patient's initial anti-tshr result was 0.849 iu/l. On (B)(6) 2021, the patient's repeat anti-tshr result was 4.04 iu/l. The customer determined the repeat anti-tshr result was correct. The anti-tshr reagent lot number was 47261201 with an expiration date of 31-aug-2021.